Event description:
It was reported in an article in the journal "respiratory medicine" titled, "complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids", 175 catheters were implanted in 109 patients. Of them, 100 were hickman and 75 PICC catheters. Patients developed infection and pneumothorax. Mechanical complications such as displacement, occlusion and fracture were also observed. The rate of mortality was higher in PICC group than in hickman group.

Manufacturer narrative:
H11: ¿williams hinojosa et al. (2021). Complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids. Respiratory medicine, 2021 nov-dec:189:106649. Doi: 10.1016/j.rmed.2021.106649.¿ as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: williams hinojosa et al. (2021). Complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids. Respiratory medicine, 2021 nov-dec:189:106649. Doi: 10.1016/j.rmed.2021.106649. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter occlusion, fracture and migration issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "respiratory medicine" titled, "complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids", 175 catheters were implanted in 109 patients. Of them, 100 were hickman and 75 PICC catheters. Patients developed infection and pneumothorax. Mechanical complications such as displacement, occlusion and fracture were also observed. The rate of mortality was higher in PICC group than in hickman group.

Manufacturer narrative:
H11: williams hinojosa et al. (2021). Complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids. Respiratory medicine, 2021 nov-dec:189:106649. Doi: 10.1016/j.rmed.2021.106649. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter occlusion and migration issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "respiratory medicine" titled, "complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids", 175 catheters were implanted in 109 patients. Of them, 100 were hickman and 75 PICC catheters. Mechanical complications such as displacement and occlusion were observed.